Event description:
Info received that the head would move down slowly. No injury reported.

Manufacturer narrative:
Technician found that the head down solenoid valve was bad, causing the section to drift. Replaced head down solenoid valve to resolve this issue. Bed located in (B)(4).